Event description:
On (B)(6) 2016: the end-user's attorney stated his disabled client was using the quad cane while ambulating within his apartment when the cane suddenly bent causing him to fall face forward onto the floor, resulting in a bruise/ contusion to his chest and shoulder. On (B)(6) 2016: gf health products, inc. Received written documentation alleging the end-user has a 10% permanent disability rating related to the (B)(6) 2016 fall.